Event description:
It was reported that shortly after the initial implant of this right ventricular (rv) lead, the lead dislodged and caused a perforation with loss of capture. A small pericardial effusion was noted. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.